Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The, serial number (B)(4) , was installed at the account on (B)(6) 2016. A complaint history review and service history review for similar complaints was performed from (B)(6) 2016 through (B)(6) 2017. There were no other complaints identified during the searched period. The operator's manual under chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Chapter 4 - screen operations, section 4.6- parameter setting also states: flow factor: pump flow factor. Never change this parameter without instruction from technical support. The most probable cause of the reported event was due to a flow factor adjustment.

Event description:
On (B)(6) 2017 a customer reported seeing fast retention time (rt) of 0.62 minutes (acceptable range is 0.57 to 0.61 minutes) and no flags present during quality controls (qc) and on patient samples for hemoglobin a1c (hba1c) in the g8 instrument. Customer reported that the flow factor (ff) was 1.04, the pressure was at 7.71, and all connections were secured. The customer was instructed to adjust the ff to 1.07, stabilize the new ff, and run primes to check for the rt to acceptable range. During follow up call later on the same day, the customer confirmed that after adjusting the ff, the average rt is 0.58-0.60, within the acceptable range. There is no indication of any patient intervention or adverse health consequences due to this event.